Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump was unable to charge due to a power source alert, which occurred after plugging the pump into a wall outlet. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) ranged from 180-206 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after the customer used a replacement wall adapter.